Event description:
Follow up information clarified that the ins was replaced due to normal battery battery depletion. If additional information is received, a follow up report will be sent

Event description:
Additional information received reported that the battery was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was told that her first implantable neurostimulator (ins) would last 3-5 years but it only lasted 18 months. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # j0348843v, implanted: (B)(6) 2003, product type lead; product ID 3487a-33, lot # j0348843v, implanted: (B)(6) 2003, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).